Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit and failed battery test. The customer's blood glucose was 159 mg/dl. The customer stated that she replaced the battery three times. The customer also experienced a blank display that was resolved through a new battery. The customer was advised that the failed battery test alarm would recur with each new battery inserted. The customer was advised that the battery cap would be replaced. The customer did not return the product for analysis.